Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report involved use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Complaint is confirmed because nurse reported cause of peritonitis was due to poor hygiene and a break in aseptic technique. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of aseptic technique, peritonitis with culture positive for pseudomonas aeruginosa and secretions at the end of catheter coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag g-1.5% (2l, 4 times per day) intraperitoneally (ip) for peritoneal dialysis. At the time of this report, dianeal pd4 ultrabag g-1.5% therapies were ongoing. On an unreported date, the patient experienced aseptic technique (as reported), further described as poor hygiene. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was poor hygiene and aseptic technique. From (B)(6) 2012, the patient was treated with cephradine and amikacin (dose and frequency not reported, ip). From (B)(6) 2012, the patient was treated with cefazolin and teicoplanin (dose and frequency not reported, ip). It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of aseptic technique was unknown. On (B)(6) 2012, the patient was discharged from the hospital. Outcome for aseptic technique-not reported. Outcome for the event of peritonitis with culture positive for pseudomonas aeruginosa ?recovered. Outcome for secretions at the end of catheter-not reported. A causality assessment for aseptic technique and secretions at the end of catheter was not reported. Causality for the event of peritonitis with culture positive for pseudomonas aeruginosa-unlikely.